Event description:
It was reported the patient underwent surgical intervention, wherein the ipg was explanted and replaced. No further information would be provided after information gathering attempts.